Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and determined that the main printed circuit board (pcb) needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator started to show the alarm pip (peak inspiratory pressure) high. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported failure was duplicated and isolated to a faulty sensor,d iff pres, miniture, 2.5 psi (pt800) and sensor, diff pres, mini, 2.5 inch h2o (pt802). This is a known issue that has since been addressed with CAPA-000000281, scar ps-14-46, co 102677.